Manufacturer narrative:
Device evaluation summary: visual inspection showed evidence of a blockage at the base of the o2 inlet port. The device was connected to an air supply and when it was engaged the tubing popped off the o2 inlet port. The reason for the return was confirmed. Correction b5: medtronic received information that prior to use of a fusion oxygenator, it was reported that the oxygen line seemed to be obstructed. As the line was connected and gas flow initiated, the line would pop off due to a suspected obstruction. There are two possible lot numbers for the oxygenator that was part of this custom tubing pack: 232597259 <(>&<)> 232625076. Correction d5 (oper of dev): this field has been updated. Additional information d4.2 (expiration date) <(>&<)> h4 (device mfg date): these fields have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a custom tubing pack, it was reported that the oxygen line seemed to be obstructed. As the line was connected and gas flow initiated, the line would pop off due to suspected obstruction. The device was replaced. There was no patient involvement, so no adverse effect occurred. Note: there are two possible lot numbers for the oxygenators in the custom tubing pack: 232597259 & 232625076.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.